Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bts test as the sensor is beyond its expiration date.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 140 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer started with a new sensor the day prior to call and performed calibrations then received alert on low, and at 7:35 am suspend on low alert was received. No troubleshooting was performed on sensor glucose versus blood glucose event. Customer also mentioned changed sensor alert was received and troubleshooting was performed and completed. Customer was advised that sensor is being replaced. The sensor will be returned for analysis.